Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that handpiece runs in forward when both triggers are depressed. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.